Manufacturer narrative:
A ge svc rep performed an on site investigation. The mother board and video controller board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 system would not turn on. No pt injury was reported.